Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be transmitter failed error. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.